Manufacturer narrative:
The t:slim g4 pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 100 units for the past 14 hours. Additionally, the customer reported that the cartridge was filled with cold insulin. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge and will continue to monitor system performance.